Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: lens was returned in a small vial. Visual inspection found no visible damage to the lens and dry, clear surgical residue on the lens surface. (B)(4). Conclusion code: off-label use [over 45 years of age at time of implant ((B)(6)), acd < 3.0mm (2.8mm)] (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -6.0/+2.0/x089 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault, refractive surprise, and shallow anterior chamber. The problem was resolved.